Event description:
It was reported that while setting up for a procedure, the motor drive unit would not power up. The procedure was completed with a same like device with no adverse pt consequences.

Manufacturer narrative:
Conclusion - the actual device involved in this event was returned for eval. The visual inspection found possible customer abuse due to missing hardware. The cpc connector was not at the twelve o'clock position and the pneumatic switch was loose. The eval found a defective power supply; a defective pcba would not start the motor. The motor was found to have a slightly bent shaft causing a wobble in the rotation. Internal inspection revealed that the sub-chassis was bent and the pneumatic switch required replacement due to a stripped nut.